Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient was not able to get connected to their implants to charge (pt said they have an implant for upper and lower). Pt said the last time they were able to successfully charge their implants was in (B)(6) 2021, and when they went to charge in (B)(6) and weren't able to get connected to charge. Pt was seeing "reposition antenna" message on their recharger for both implants. Pt used both rechargers to try and connect to each implant. The issue was not resolved. The patient was redirected to their healthcare provider to further address to address the issue and possible overdischarges. The patient could not get their implantable neurostimulator to charge up, and the implantable neurostimulator was dead, so they had their implantable neurostimulator replaced. Both implantable neurostimulators were replaced. The implantable neurostimulators had been dead about 6 months before they were replaced. Refer to manufacturer report # 3004209178-2022-06010.

Manufacturer narrative:
Concomitant products: product ID: 97714, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2022, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.